Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: lead, model: lmn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562942.

Event description:
It was reported the patient's lead migrated. The issue was confirmed via x-rays. Investigation was unable to determine which of the leads attributed to the event. In turn, surgical intervention may take place later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.